Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient clarified that program 1 was not just effective for her. The cause was unknown. The representative and patient tried other programs. Device hasn't worked as well as they hoped but will continue with it.

Event description:
Additional information was received from a patient and healthcare professional (hcp). The patient reported ongoing therapy concerns. They just spoke with their managing physician who wanted them to contact medtronic for assistance changing programming. Patient services reviewed how to change from program 2 to program 3. The call was then disconnected. An outbound call was made back to the patient, who noted they increased amplitude to 4.4 and can feel stimulation sensation comfortably in the rectum. Patient services emailed field staff to notify them of patient and doctor request for further assistance. On (B)(6) 2021, the hcp reported that on (B)(6) 2021 the patient was with dr. Bedell, where they discovered that program 1 wasn't working. The patient gave the handset back to the clinic to give back to mdt and seems to appear that patient doesn't want to use therapy any longer. Technical services will consult with a rep to follow up with the patient and clinic. The pt had an appointment scheduled (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that since date of implant (doi,) they have not noticed any change in symptoms and stated they have noticed symptoms were substantially worse since they were no longer taking medication. The patient stated they were not getting 50% reduction in symptoms. The patient reported that following date of implant, they didn't feel very well so they did not call until now. The patient stated that due to this, they were not sure if the device was working. The patient stated they were told on doi that the handset was fully charged, but stated when they checked it the handset was 49% charged. They inquired if external devices needed to be 100% charged for therapy to be on and patient services reviewed a general overview of external devices and therapy. The patient confirmed understanding following education. The patient was walked through connecting with their ins and noted on the call when positioning the communicator on the ins that their implant site was still a little hard and swollen. The patient also noted the sit e where the lead was implanted was black and blue also. It was reported that the patient's ins was on their left hip and the patient confirmed that the therapy was on at 2.5v on program 1. A therapy overview and expectations were reviewed with the patient and the patient increased stimulation to 3.1v where they stated they felt stimulation pulsating at ins site at this setting. Stimulation expectations were reviewed with the patient and the patient decreased stimulation to 3.0v, confirmed that they no longer felt stimulation at the ins site (they indicated that they were no longer feeling stimulation at all). The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient's relevant medical history included that the patient mentioned the trial had been satisfactory and mentioned they were at 4.0v during trial. Communicator battery lights were also reviewed with the patient.